Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument would not release from tissue. The surgeon resected the tissue to remove the device and used another instrument to complete the procedure. The hospital has reported that the pt's condition is satisfactory.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.